Event description:
The patient injured his right knee. An MRI demonstrated an acl tear. The pt proceeded with arthroscopic reconstruction of the acl. The pt tolerated the procedure well, and no complications were noted during the surgery. However, the post-op x-ray revealed that a fragment -app. 2cm- of guide wire had failed and sheared off and remained in the femur.